Event description:
It was reported that a patient was thrown to the floor and tazed by the police after a fight broke out at a wedding. The patient reported that it felt like she had an ¿extra ball in her stomach¿. The patient reported that she had the gastric pacemaker on the right side and a j-tube going into her intestine on the left side. The patient reported that she called her psychologist and her healthcare provider (hcp). Additional information was received that the patient stated that she had not been intoxicated, the patient wore an anti-nausea patch behind her ear because the cancer medication she took made her ill. It was reported that the patient had a feeding tube because her lower intestines were paralyzed. The patient reported that when the police threw her to the ground they pulled out the feeding tube and tazed her on her stomach. The patient described a painful ball between her belly button and feeding tube.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect at the (B)(6) 2013. This was ¿around the wine of the wedding,¿ prior to being tazered. Her gastroparesis symptoms were acting up and she tried to leave due to anxiety and hyperventilation. A big fight started at the wedding and the cops came; the patient was thrown to the ground and tazered. She was tazed near her implantable neurostimulator (ins) site and feeding tubs. While being tazed she could feel shocking from the ins therapy.